Manufacturer narrative:
Log file review investigation of subject device service history shows no prior issues. Upon receipt housing presents sings of liquid accumulation that has now dried. During internal inspection found nomoline exhaust tubing with traces of dried moisture accumulation. After nomo sub assembly and exhaust tubing device is working as expected. Root cause determined to be accidental damage. Fault caused by liquid ingress damage. Nomoline assembly replaced. Device passes calibration. No further action required.

Event description:
Nomoline icon flashing red after cpb initiation when they tried syncing the first blood gas at 10:37. Pipeline protector changed but continued alarming. Nomoline replaced with new disposable but alarming continued. User attempted to use outside suction on the nomoline port on the qvm2, to see if any condensation could be removed from the port itself. No resolution. Unplugged/replugged nomoline in multiple times and even replaced with a secondary nomoline.